Event description:
During an atrial fibrillation ablation procedure, a blood leak occurred from the hemostasis valve. Following sheath placement, prior to catheter insertion, blood was noted when aspirating air. The sheath set was removed and replaced to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
One swartz braided introducer sheath was received for evaluation. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.